Event description:
One endeavor sprint drug eluting stent was implanted in the mid lad during the index procedure. Revascularization of the mid lad was required on the same day, post the index procedure and a driver stent was implanted in the mid lad. Revascularization was due to post-implant retrograde dissection on the proximal side of the endeavor drug eluting stent. The investigator reported that the event was not related to the study device. Patient is in remission.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.